Event description:
Pt connected tubing to tpn bag. She felt it dripping on her. The filter was cracked. She attempted this 2 more times. The second one did the same thing. The third set did not work because the tpn bag had been spiked too many times. It would not stay in the bag. The pt threw the whole bag away and started over with a new one. Mfg date 5/99.